Event description:
The guidewire was advanced across the lesion to confirm that the vessel diameter was approximately 5 mm. The pulsar-18 t3 stent system was then advanced to the target lesion and the stent was deployed. During withdrawal of the delivery system, a fracture of part of the delivery system was identified. The fractured component was successfully retrieved and removed from the body.